Event description:
It was observed that during the device evaluation, the camera head exhibited image issues due to poor contact with the camera unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the malfunction was unable to be determined. However, the cause of the component failure is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.